Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem pump user guide: ¿avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 meters) or for more than 30 minutes (ipx7 rating).¿

Event description:
It was reported that the pump touch screen was cracked and unresponsive after the pump was submerged in water. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.